Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. A review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release.

Event description:
During a cryoablation procedure, there was a drop in the patient's blood pressure after the transseptal puncture when the balloon catheter was inflated in the patient's ripv. Before this event, the patient's atrial septum had been punctured at three different sites to obtain a desirable access to achieve pulmonary vein isolation. Each puncture was achieved on one rf energy delivery. The procedure was aborted after the blood pressure was not recovered. Although coronary angiography was performed, it remained unknown whether any of the devices used had been involved with the pressure drop. After the abortion of the procedure, the patient was monitored and as of (B)(6) 2020, blood pressure had recovered without any treatment. Other than the prolongation of hospitalization, no harm to the patient has been reported. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report.